Event description:
A review of a (B)(6) year old male pt's download revealed several service codes (204) and can comm timeouts. Zoll customer support contacted the pt and issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval it was discovered that the trunk cable intermittently loses signal when flexed. The cause for the intermittent signal loss cannot be positively identified but was likely due to damaged internal wiring. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.